Event description:
It was reported that the patient presented with noise on the right atrial lead. The patient experienced occasional dizzy spells. The noise was reproducible with isometrics. Programming changes were made. The patient will continue to be monitored.